Event description:
It was reported that device entrapment occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the chronic totally occluded target lesion. When the physician tried to push the catheter down the lesion, the catheter got wrapped on the guide wire. Everything was pulled into the guide and then into the aorta. The lesion was re-wired and the procedure completed with another device with no issues. There were no patient complications.